Event description:
During evaluation the force sensor assembly was found to be damaged.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. During evaluation the force sensor was found to be out of calibration. Investigation revealed that the force sensor assembly was damaged. Evidence of moisture was observed on the force sensor plate and the negative battery terminal.